Event description:
It was reported that during a left side atrial fibrillation (afib) there were some problems with bubble sensors on the cool flow pump. Some trouble shooting was done to obtain flow during ablation without success. The users switched to using an infusion pump, where the customer needed to turn off the infusion pump periodically to be able to see electrograms on the distal ablation catheter due to the coming from the infusion pump. The bubble sensor issues on the cool flow pump was not indicative of a reportable event. It was stated that small/ minor char formed on the catheter tip due to change over to the infusion pump even though the power did not exceed 30 watts. The approximate size/ description of the char was not provided. Approximately 10 ablations had been performed; duration of ablations at the same site was 1-2 minutes. The flow rate was set to 15 ml/min; generator was set on power mode. The procedure was completed successfully. No patient consequence was reported.

Manufacturer narrative:
Concomitant bwi products used during the procedure: coolflow pump: mfg#: m-5491-01, serial #.: (B)(4). Thermocool sf nav catheter (device was discarded by the customer/ not returned for investigation): model #: d-1318-03-s, lot #.: 15374345l. (B)(4).